Event description:
In 03/2006 a gore field sales associate was made aware of this past event during a conversation with the surgeon. This is a pt with a long history of recurrent umbilical hernia repair with infection complications. A. In december, 1994, a marlex mesh was implanted, then in february, 1998, the marlex mesh was explanted due to hernia recurrence and a gore dualmesh was implanted. The pt had a history of several co-morbid complication including many chronic, superficial wounds/ulcers on the skin and was very obese. At approc three months post gore dualmesh implant, the pt returned to the hosp with symptoms of sepsis due to an abdominal abscess. She was sent to the ICU and given fluid support/ rehydrated. The following day, the abscess was drained of 2-3 liters of dark brown fluid, which was in contact with the dualmesh. The dualmesh was left in place. The complication was diagnosed as abscess in the abdomen and sepsis x 2. The pt died from a recurrent sepsis approc 1.5 weeks after arrival in the ICU.